Event description:
A surgeon reported two cases of toxic anterior segment syndrome (tass). Both patients had surgery on 04/24/2006. This report is being submitted as manufacturer report number 1119421-2006-00227. The second event is being submitted as manufacturer report number 1119421-2006-00228. The only product information available from the facility at the time of this report was the intraocular lens serial number. No product, no procedural and no environmental component was more suspect than another. The facility was in the process of investigating all possible causes of tass. In this case the tass was identified on postoperative day one. The patient was treated with subtenon injections of kenalog and she has had a good outcome. According to the surgeon, the cause of tass remains unknown.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been identified. Product history records were reviewed for the intraocular lens lot number and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. As part of the facility investigation, unopened packages from three lots of delivery system cartridges were returned (958548/948111/947020). The pouches were visually inspected for seal integrity and no abnormalities were observed. All seals remained intact. Limulus amebocyte lysate (lal) testing was conducted on samples from each lot and all samples tested met in the in-house limit of 0.125 EU/ml. Sterilization records were reviewed for the three lots and the sterilization cycles ran within all required parameters with no anomalies. Product history records were reviewed for the three lots and all documentation indicates the product met release criteria. The lot number of the cartridge used for this event was not identified.